Event description:
A malfunction alarm on the pump was reported by the customer during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by planning to replace the pump and instructed the customer to load a new cartridge following the proper technique, but the cartridge alarm recurred. The customer was advised to use multiple daily injections as backup therapy while awaiting the replacement. The customer and technical support coordinated the return of the problematic pump with a pre-paid label.